Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was low (approx. 40 mg/dl). Customer reported that basal settings had been adjusted for medications that she is taking and believed this was the cause. Customer alleged that an audible low bg alert was not declared while she was sleeping. Customer experienced a seizure. Customer drank sugar water and administered a glucagon injection to treat low bg level. No medical intervention was required. Review of pump data by tandem technical support showed that an audible alert did not occur because the alarm had been acknowledged and cleared by the user. Tandem technical support relayed information to the customer, and customer understood. Customer reported that the pump has been performing as intended.